Manufacturer narrative:
MFR reference number: (B)(4). Baxter received and evaluated the device. The device eval found a delayed display response input caused by a failed processor printed circuit board. The processor printed circuit board was replaced. Baxter has initiated a CAPA a further investigation the reported event.

Event description:
It was reported that a device had a slow "cpu." There was no patient involvement.